Event description:
After the coil had been deployed into the aneurysm, it was noted on the imaging that the radiopaque markers were not visible. The device was removed from the patient and the procedure completed using another coil. There was no reported clinical consequence to the patient.

Event description:
After the coil had been deployed into the aneurysm, it was noted on the imaging that the radiopaque markers were not visible. The device was removed from the patient and the procedure completed using another coil. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device confirmed the presence of the radiopaque (ro) marker on the device. An x-ray of the device confirmed that the ro marker was visible and present. The delivery wire was found to be kinked 38cm from the proximal end and the coil was extensively stretched. Both of these anomalies most likely occurred during the use of the device in the procedure so operational context is the most probable cause. The report issue that the ro marker was not visible on fluoroscopy was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.